Event description:
Hyperglycemia [hyperglycaemia]. Orange rubber piston does not move [device malfunction]. Case description: this serious spontaneous case from france was reported by a endocrinologist as "hyperglycemia" beginning on (B)(6) 2019, "orange rubber piston does not move" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date due to "type 1 diabetes mellitus", (dose and frequency regimen #1 is 1 iu, regimen #2 is 1 iu, regimen #3 is changed cartridge amd injected 5.5 iu at mid-day) patient's height: (B)(6), patient's weight: (B)(6), patient's bmi: 22.4060. Medical history included type 1 diabetes mellitus (since 2009) , hypercholesterolemia, atheroma, endometriosis, migraine, anxiety, appendicectomy. Concomitant products included - toujeo(insulin glargine), tahor(atorvastatin calcium), kardegic(acetylsalicylate lysine) on (B)(6) 2019, the patient experienced hyperglycemia with blood glucose values around 2.70 g/l after a meal and on (B)(6) 2019 blood glucose was 2,72 g/l. At 3 p.m. It was reported that patient had the feeling that the orange rubber piston does not move (date unspecified). Patient did not changed her diet. Batch number of novopen echo and novorapid penfill were available. Action taken to novopen echo was reported as not reported. Action taken to novorapid penfill was reported as unknown. The outcome for the event "hyperglycemia" was recovered. The outcome for the event "orange rubber piston does not move" was not reported. This case was re-classified from nonserious to serious on 01-jul-2019 due to follow-up information from hcp. Investigational results: novopen® echo® - batch hvgl293-3. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Novorapid® penfill® 100 u/ml, solution injectable en cartouche - batch hr7h511. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Manufacturer comment: on 18-jul-2019: as the device (novopen exho) has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Reporter comment: she did not change her diet. Evaluation summary: novopen® echo® - batch hvgl293-3. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.